Event description:
It was reported, the camera head found having false contact with it electrical cable. Due to this false contact at the slightest movement of the cable, image jumps and jerks. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head found having false contact with it electrical cable. Due to this false contact at the slightest movement of the cable, image jumps and jerks. The issue occurred during an unspecified procedure. There were no reports of patient harm.